Manufacturer narrative:
Please note that corrections were made to: age at time of event, date of event, if implanted, give date. Please also note that the following section has been updated based on additional information provided on 07/03/2017: report source. Results: the pet lock was broken on the returned smart coil pusher assembly. One of the pusher assemblies was kinked in multiple locations. The polymer section of the smart coil pusher assembly displayed a similar bend. Conclusions: evaluation of the returned smart coil pusher assemblies revealed bends in their distal polymer sections. These curves are likely a result of positioning within tortuous anatomy. These bends suggest that the subject region of patient anatomy was tortuous. If the smart coil is placed in tortuous anatomy, friction can build up inside the hypotube of the pusher assembly, overcoming the force able to be applied by the detachment handle, which can contribute to difficulty detaching the embolization coils. The pet lock was broken on the proximal end of each of the pusher assemblies. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically in attempt to detach the coil. The penumbra smart coil detachment handle (sch1) returned was tested, performed within penumbra specification, and displayed no visible damage. Further evaluation revealed one of the pusher assemblies was kinked in multiple locations. This damage was likely incidental and occurred during packaging for return to penumbra facilities. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01037, 3005168196-2017-01038. 3005168196-2017-01039 3005168196-2017-01041.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01037, 3005168196-2017-01038, 3005168196-2017-01039, 3005168196-2017-01041.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and two penumbra smart coil detachment handles (sch1s). During the procedure, the physician successfully deployed and detached a smart coil using a sch1. The physician was then unable to detach another smart coil using the sch1; therefore, a new sch1 was opened and the smart coil was successfully detached. The physician then successfully placed additional coils. The physician then experienced difficulty detached another smart coil; however was able to detach after three attempts with a sch1. A new sch1 was then opened to be used with further coils. After successfully placing more coils, the physician again experienced difficulty detaching another smart coil; however the smart coil was able to be detached on the second attempt. The procedure ended at this point. There was no report of an adverse effect to the patient.